Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms, but then the measurements trended to approximately 100 ohms. The lead was tested and all measurements were within normal limits. The shock impedance alert was increased. No adverse patient effects were reported. The lead remains in service.